Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina and restenosis. Index procedure (B)(6) 2007 - the patient presented with substernal chest pressure and abnormal dual-isotope stress test and was diagnosed with stable angina. The 75% stenosed target lesion, 16 mm long with a reference vessel diameter of 3.5 mm was located in the proximal left anterior descending (lad) artery. The physician pre dilated the lesion and placed a 3.5 x 20mm taxus drug-eluting stent. Post-dilatation was attempted with a 4.0 x 15 mm quantum maverick balloon; however, the balloon had difficulties crossing the proximal edge of the stent. Therefore another 4.0 x 15 mm maverick balloon was utilized; post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2011 - the patient presented with presented with symptoms of recurrent angina pectoris. (B)(6) 2011 - the 60% stenosis non-target lesion located in the mid lad was treated with balloon angioplasty and the placement of a 3.50 x 28 mmnon-bsc drug eluting stent. Following post-dilatation residual stenosis was 0% and was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).